Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on 05/04/2016 to report a loss of connection occurred on (B)(6) 2016. Patient had indicated that they are familiar with the reset. Advised patient that the g5 has bluetooth rather than rf signal. Advised patient if she can try to download the data so that dexcom can review the data. No injury or medical intervention was reported.